Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. "Customer claims this unit stop cycling with no alarms, they claim unit was on a pt and do not know the status of the pt, they also claim unit has a burned smell coming from the unit and the driver does not look to good, they claim air supplies were there, customer wants field service to come out and take care of this unit."

Manufacturer narrative:
A letter was sent to the user facility requesting add'l info concerning the reported event and the condition of the pt. As of the date of this report, there has been no response from the user facility.